Event description:
It was reported that during implant attempt, the lead appeared defective. The lead was not used. There were no patient complications reported as a result of this event. It was further reported that there was high impedance, high threshold and the lead screw would not extend.

Event description:
It was reported that during implant attempt, the lead appeared defective. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary: (B)(4): helix disengaged from helical channel, there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.